Event description:
The index procedure was prompted by unstable angina which was treated by implantation of three resolute onyx drug eluting stents into the rca. Approximately 7 months post index procedure, the patient suffered acute right hemispheric ischemic stroke. The patient was treated with medication. The investigator assessed this event as not related to the index device or anti-platelet therapy. The patient recovered.